Manufacturer narrative:
Gore received information from the grt 10-11 study database that this patient underwent hemostasis surgery on the day of the procedure, indicating a bleeding event. However, it is currently not clear if this adverse event occurred during the procedure or post-operatively on the same day and if indeed the event is related to a gore medical device. Gore has therefore decided to submit this report in an abundance of caution. Further investigation is being conducted and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2016, this patient underwent endovascular treatment for a thoracic aortic aneurysm measuring 60 mm in diameter and was treated with a conformable gore® tag®thoracic endoprosthesis. Also on (B)(6) 2016, surgery due to hemostasis was reportedly performed. The database states this event to be related to the aortic device or the procedure.

Manufacturer narrative:
Great (grt 10-11) is a global observational registry designed to obtain data on device performance and clinical outcomes of patients with aortic disease pathologies treated with all commercially available gore endovascular aortic products. Great is a prospective, observational registry that is a nonrandomized, multicenter, single-arm evaluation. The registry includes patients with various aortic disease pathologies and treated with any commercially available gore endovascular aortic product. The database reports that on (B)(6) 2016, this patient in the grt 10-11 study was treated for a thoracic aortic aneurysm and was therefore implanted with a conformable gore® tag® thoracic endoprosthesis. On this day, the database record also documents that additional surgery was performed to treat the adverse event of haemostasis. The study site was contacted multiple times to request clarification on this adverse event as to time of occurrence (intra- or post procedure), description of the problem and the entailing surgery, amount of blood loss and if blood transfusion was needed, and if a gore device caused or contributed to the issue. However, as no responses were received, gore has no information that reasonably suggests that a gore® device was involved in having caused or contributed to the hemostasis problem. Therefore, this incident no longer meets the criteria of a reportable incident and gore is retracting this report. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, health effect ¿ clinical code: replaced code e2401 with e2403. H6, component code: added code g07003. H6, type of investigation added codes b22, b14. H6, investigation findings, code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release. Specifications. H6, investigation conclusions: replaced code d16 with d14.